Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that the patient is also alleging inflamed nerve endings in teeth, feeling unwell, blood poisoning and neck surgery while using the device. Patient alleged the device is poisoning him. The allegations of inflamed nerve endings, neck surgery, and blood poisoning were reviewed by the post market surveillance clinical experts and the events are assessed as not related to the device. Underlying health conditions as well as updated manufacturer contact information has also been provided. Please see sections b7, g1 and h6 for this updated information. The previous report was also filed as a follow up/final, however the manufacturer's investigation is now ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The updated coding in h6 reflects this change.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed sinus infections and vomiting. The patient did receive medical intervention in the form of prescribed antibiotics and nasal sprays. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.